Event description:
The report from the database indicated the pt expired approximately six (6) months after the index procedure. The cause of death was reported to be cardiopulmonary arrest. There was no reported relationship of the event to the device or procedure. No autopsy was performed. The pt had been placed in a nursing home due to deterioration of their metal status. Cardiac evaluation revealed no acute EKG changes (execpt afib-uncontrolled): neuro workup showed no stroke or neurological event. Psychiatric evaluation revealed severe dementia. Pt was bedridden and required 24 hour/day care. Pt afib was controlled with digoxin, but with a lack of reserve, their physical condition deteriorated and the family elected to make pt a do not resuscitate (dnr). Pt expired quietly in their sleep.